Event description:
It was reported that the insulin pump alarmed button error and became unresponsive. The blood glucose reading was 297 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test due to no button response. The insulin pump had a cracked battery tube threads, minor scratches on lcd window, cracked case at display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.